Event description:
On (B)(6), 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that he woke up at an unspecified time on (B)(6), 2012, and noticed that his pump was off. He noticed that the battery cap was secure and concluded that the pump had rebooted and turned off overnight. At that time, he reportedly had a blood glucose (bg) level of "350 m/gdl" with a symptom of vomiting. He had ketones and was taken to a hospital via an ambulance. The patient was admitted to a hospital with a bg level of "450 mg/dl" and diagnosed with dka. He was treated with IV fluids and insulin. The alleged issue was not resolved with troubleshooting. It is unknown when the last time the battery cap was replaced. The patient denied that the pump was damaged. The patient was sent a replacement battery cap. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting and he was hospitalized for dka.

Manufacturer narrative:
The battery cap was secure is incorrect and should read that the battery cap was not secure.

Manufacturer narrative:
At this time it is unclear what specific pump was involved with the reported event. Selected the one touch ping since this is the only pump device listed in the patient's asset list. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.